Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when removing the plunger, the suture did not appear; there was only 3-5mm of the suture seen; the suture came only halfway out of the subcutaneous tissue and did not show any resistance. Only one suture end was at the puncture site for these four devices. A surgical cutdown was performed. The sheath was upsized to 16f and the tavi procedure was completed. Surgical suturing achieved hemostasis. The patient is fine. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.